Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence and underwent explant of the mesh plug. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. H11: this supplemental emdr is submitted to document the additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. Review of medical records finds that there is no indication of any adverse event or intervention provided for the perfix plug. H11: this supplemental emdr is submitted to correct the date of pathology report in relevant tests and lab data field. Review of manufacturing records confirms product was manufactured to specification. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: b6. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2) and an emdr was submitted to represent the pre-shaped mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery to repair a right inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2008 - patient with history of small bowel obstruction was diagnosed with right inguinal hernia and underwent repair with meshes. Per operative notes, ¿the indirect sac was dissected free and a medium perfix plug (device #1) was placed and sutured. The direct sac was reduced, and a large perfix plug (device #2) was placed and sutured. The pre-shaped mesh floor (device #3) was then placed down and sutured¿. (B)(6) 2016 - patient visited hospital due to right lower quadrant subcutaneous nodule. (B)(6) 2016 - patient had pain, discomfort and was diagnosed with recurrent right direct inguinal hernia with dislodged mesh plug. Per operative notes, ¿the mass was extremely hard, this was mostly likely a foreign body from previous surgery. It appeared to be a plug of polypropylene mesh. Then the perfix plug (device #2) was excised and dissected away. This revealed a recurrent right direct inguinal hernia and repair was completed¿. (Note: there was no mention of device #1 & #3 during the procedure). (B)(6) 2018 - patient was diagnosed with infected foreign body with suture material and right upper quadrant deep muscle abscess with sinus tract. Per operative notes, ¿monofilament suture material of large caliber was revealed and released. A segment of polypropylene (device #3) which had coiled up was removed¿. (B)(6) 2018 - patient was diagnosed with chronic nonhealing infected sinus tract in right upper quadrant with foreign body and suture material. (Note: there was no mention of device #1 during the procedure). Attorney alleges that the patient had abscess, hernia recurrence, mesh migration, pain and emotional injuries.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence and underwent explant of the mesh plug. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document the additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. Review of medical records finds that there is no indication of any adverse event or intervention provided for the perfix plug. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI. No), e3, g1, g3, g6, h2, h6, h10, h11 corrected field: b3 (date of event), d.6b (date of explant), h4 (manufacturing date) this supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2) and an emdr was submitted to represent the pre-shaped mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery to repair a right inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2008 - patient with history of small bowel obstruction was diagnosed with right inguinal hernia and underwent repair with meshes. Per operative notes, ¿the indirect sac was dissected free and a medium perfix plug (device #1) was placed and sutured. The direct sac was reduced, and a large perfix plug (device #2) was placed and sutured. The pre-shaped mesh floor(device #3) was then placed down and sutured¿. On (B)(6) 2016 - patient visited hospital due to right lower quadrant subcutaneous nodule. On (B)(6) 2016 - patient had pain, discomfort and was diagnosed with recurrent right direct inguinal hernia with dislodged mesh plug. The mass was extremely hard, this was mostly likely a foreign body from previous surgery. It appeared to be a plug of polypropylene mesh. Then the perfix plug (device #2) was excised and dissected away. This revealed a recurrent right direct inguinal hernia and repair was completed¿. (Note: there was no mention of device #1 & #3 during the procedure) on (B)(6) 2018 - patient was diagnosed with infected foreign body with suture material and right upper quadrant deep muscle abscess with sinus tract. Per operative notes, ¿monofilament suture material of large caliber was revealed and released. A segment of polypropylene (device #3) which had coiled up was removed¿. On (B)(6) 2018 - patient was diagnosed with chronic nonhealing infected sinus tract in right upper quadrant with foreign body and suture material. (Note: there was no mention of device #1 during the procedure) attorney alleges that the patient had abscess, hernia recurrence, mesh migration, pain and emotional injuries.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence and underwent explant of the mesh plug. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery to repair a right inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.